Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was sticking out. Customer stated they may have dropped their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was also received with minor scratches on the display window and a broken reservoir tube lip.